Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 15/2.5 mm balloon ruptured at 10 atms. The lesion being treated was a 90% stenotic lesion in a somewhat tortuous left anterior descending (lad) coronary artery. No pt injuries or complications were reported. Pt status is reported as 'good'.